Manufacturer narrative:
The device has not been returned. It has been confirmed that the said device is a medtronic neurosurgery product.

Event description:
A report was rec'd which alleges that a shunt malfunctioned and failed to operate. The reporter had failed to identify the make or model of the shunt or include any other identifying details. Medtronic has consequently been unable to identify, much less obtain and conduct an analysis, regarding the shunt in question and/or the validity of the reporter's claim of an alleged shunt malfunction.